Event description:
I put it in there yesterday and it complete ate through it. [Accidental device ingestion], the surfaces ware more rough and sharp and the counters felt different while it was in my mouth [oral discomfort], I been using this to clean my bite guard / and I put it in there yesterday and it complete ate through it [device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 33-year-old female patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for dental prosthesis wearer. On (B)(6) 2019, the patient started polident 3 minute. On (B)(6) 2019, less than a day after starting polident 3 minute, the patient experienced device use error. On (B)(6) 2020, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion and device use error were unknown. It was unknown if the reporter considered the accidental device ingestion and device use error to be related to polident 3 minute. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received via call center representative on 19 february 2020. The consumer reported "I have been using the polident on a bite guard, I been doing this for months now and I put it in there yesterday and it complete ate through it. It is not even the same size anymore. I am not even happy. I rinsed it off like the directions say and did not know it was rotted until I put it in mouth. I feel like it was still adjusting while it was in my mouth and I do not know if I digested any. I been using this to clean my bite guard. I do not have the product with me I'm at work". Follow up information was received on 05 march 2020 via returned consumer authorization form. Consumer had provided physician address details, lot number bp3c having expiration date 21 july 2022. The lot number as bp3c and expiration date as 21 july 2022 were updated in the case. Follow up information was received on 30 march 2020 via returned consumer authorization form. Consumer reported that "after washing my bite guard I put in my mouth and immediately felt very different. The surfaces were more rough and sharp and the counters felt different while it was in my mouth it felt as though it was slowly changing. I gave it time to make sure I was not mistaken but after about 15 minute I was and he said still used it. I took it out to me it looked visibly different as well. I go to dentist so I am using it however I have not using the product again as it make me nervous. My guard seems to be less robust as if it lost a layer". The suspect product was changed from polident 3 minute to polident for partials denture cleanser tablets. It was unknown if the reporter considered the accidental device ingestion and device use error to be related to polident for partials denture cleanser tablets. The reporter considered the oral discomfort to be related to polident for partials denture cleanser tablets. The product start date was updated to (B)(6) 2019 and stop date was added as (B)(6) 2020. The event started on (B)(6) 2020.

Manufacturer narrative:
Argus case (B)(4).

Manufacturer narrative:
Argus case (B)(4).

Event description:
I put it in there yesterday and it complete ate through it. [Accidental device ingestion]. I been using this to clean my bite guard / and I put it in there yesterday and it complete ate through it [device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for dental prosthesis wearer. On (B)(6) 2019, the patient started polident 3 minute. On (B)(6) 2019, less than a day after starting polident 3 minute, the patient experienced device use error. On (B)(6) 2020, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion and device use error were unknown. It was unknown if the reporter considered the accidental device ingestion and device use error to be related to polident 3 minute. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative on 19 february 2020. The consumer reported "I have been using the polident on a bite guard, I been doing this for months now and I put it in there yesterday and it complete ate through it. It is not even the same size anymore. I am not even happy. I rinsed it off like the directions say and did not know it was rotted until I put it in mouth. I feel like it was still adjusting while it was in my mouth and I do not know if I digested any. I been using this to clean my bite guard. I do not have the product with me I'm at work". Follow up information was received on 05 march 2020 via returned consumer authorization form. Consumer had provided physician address details, lot number bp3c having expiration date 21 july 2022. The lot number as bp3c and expiration date as 21 july 2022 were updated in the case.